Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an 8 mm amplatzer vascular plug 4 was chosen for procedure to embolize a side branch of the vertebral artery. During procedure, the device elongated too long during release, so the decision was made to implant a 6 mm amplatzer vascular plug 4 instead to resolve this event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of the device elongated too long during release was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.